Manufacturer narrative:
A ge healthcare service representative provided technical support for troubleshooting. The hospital biomed checked the system but was unable to duplicate the stated issue. The hospital biomed proactively replaced the anesthesia control board. A ge healthcare service representative provided technical support for troubleshooting. The hospital biomed checked the system but was unable to duplicate the stated issue. The hospital biomed proactively replaced the anesthesia control board.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case with no further reported complaint.